Event description:
Reportedly, the pump does not infuse the amount it shows it infused. When the pump was programmed it took an hour or two longer to deliver that it should have. There was 400-600cc left in the bag.

Manufacturer narrative:
Device evaluation results: the pump met delivery specifications when tested by qa and when further tested by service. In addition, it was determined by review of the pump's operation log that the pump delivered as programmed. Regular preventive maintenance and 24-hour run-in test was performed. Found no faults or issues with the pump.